Event description:
It was reported the patient¿s implantable neurostimulator (ins) was removed 3 months after implant in 2009. It was noted the ins was implanted in the patient¿s back. The reporter stated they had to do surgery because only one of the two leads was working and the other would need to be moved. The reporter further stated that when they opened them up, a ¿greenish/gray¿ fluid started rushing out of their back. It was noted that when the patient woke up their healthcare professional told them they had to remove the system and leads. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3 7752, serial# (B)(4), product type recharger; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).